Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that the user had been hospitalized for a hypoglycemic event. The user stated they had run out of insulin on (B)(6) 2025and replaced the luer adapter, insulin cartridge, and infusion set that afternoon. Following this, the user experienced prolonged hyperglycemia overnight. At approximately 03:00 am, the user discovered the cartridge had detached and called for assistance. Customer service advised the user to disconnect from the infusion site and reinsert the cartridge. The user reported seeing insulin drip from the tubing when verifying the insulin flow was proper, before reconnecting and returning to bed. The user later stated they had connected the luer adapter and insulin cartridge outside the ilet before inserting the cartridge, which is not recommended per the instructions for use and was reiterated during ilet training. The user was found unconscious shortly after by his wife, who called emergency medical services (ems). He was transported to the hospital but was not admitted and was released later that day. The user could not recall the event but based on third-party testimony, likely received glucagon or another intervention to raise blood glucose (bg). The lowest recorded bg during the event was 20 mg/dl, with hypoglycemia lasting approximately one hour. The user reported experiencing unconsciousness but no long-term effects. At the time of follow-up, the user remained on manual injections and planned to meet with a cds before resuming use of the ilet device. During the 18-feb-2025 follow-up, it was noted that the user did not rewind the device before reinserting the cartridge and was connected to the infusion set, subsequently delivering an unintended dose of insulin. The user was advised to always rewind the device before inserting a new cartridge and to disconnect from the infusion site as a precaution.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.